Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the front therapy electrode to the distribution node (dn) was pulled from the strain relief and j703 (dn to front therapy electrode connector) inside the dn. The cause of the incoming test failure was the pulled cable. The cause for the pulled cable is excessive force. The source of the excessive force cannot be positively determined. No adverse event resulted from the damaged cables. The last patient to use this e-belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing e-belt sn (B)(4), the e-belt failed incoming functional testing. The last patient to use this e-belt did not report any deficiencies.